Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported phenomenon was confirmed and color bars appeared on the image as well. In addition, the following non-reportable malfunctions were found during the device evaluation: minor scratches found on the top cover and front panel, and minor corrosion on the rear panel. Based on the results of the investigation, the cause of the reported phenomenon is due to a faulty cp board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during maintenance, the touch panel of the visera elite ii video system center blacked out intermittently. There was no patient involvement in this event.

Manufacturer narrative:
Initial reporter address: (B)(6). The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.